Event description:
During product service by a service technician, a flo-gard infusion pump was found to have experienced the f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the f-38 alarm was determined to be damage to the force sensing resistor. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.